Manufacturer narrative:
Reporting become aware date and g3 - date received by mfg; corrected while performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 9616567-2024-00098 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a sudden and abnormal increase in intraoperative pressure. It was then replaced with a new one. There was patient involvement and no patient harm/adverse event reported.